Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she will underwent surgery to remove the essure implant on (B)(6) 2018). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 646531, 0ml9051207) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included acne vulgaris, cystocele, pregnancy, live birth, spontaneous abortion, vaginal pain, vaginal irritation, concentration impairment, depressed mood, anhedonia, feeling guilty, suicidal ideation, urinary incontinence, depression, mood swings, sleep disturbance, urinary tract infection, hematuria, urethral intrinsic sphincter deficiency, pyelonephritis, back pain, flank pain, cholecystectomy, abdominal pain, uti, urinary frequency, chills, abdominal pain lower, fever, dysuria, tb, headache, pain lower ribs, chest pain, pregnancy, miscarriage, vaginal bleeding, vaginal itching, vaginal discharge, vaginal infection, skin rash, abscess, feeling bad, cellulitis and pid pelvic inflammatory disease. The patient complained of menstrual irregularity (since depo) but denied dysuria, pelvic pain, vaginal dryness and vaginal irritation denies bladder pain, denies frequent uti's, denies pelvic pain and denies vaginal irritation. Previously administered products included for an unreported indication: loestrin from (B)(6) 2008 and depo-provera from (B)(6) 2000 to (B)(6) 2004. Concurrent conditions included kidney infection, unilateral carpal tunnel syndrome and dehydration. Concomitant products included citalopram, escitalopram oxalate (lexapro) since 2017 and valaciclovir hydrochloride (valtrex) from 2012 to 2017. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Further company follow-up with the consumer, lawyer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-jun-2019: mr received: new lot number was added. New concomitant and historical conditions were added. New reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 0ml9051207-inv,646531) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included acne vulgaris, cystocele, pregnancy, live birth, spontaneous abortion, vaginal pain, vaginal irritation, concentration impairment, depressed mood, anhedonia, feeling guilty, suicidal ideation, urinary incontinence, depression, mood swings, sleep disturbance, urinary tract infection, hematuria, urethral intrinsic sphincter deficiency, pyelonephritis, back pain, flank pain, cholecystectomy, abdominal pain, uti, urinary frequency, chills, abdominal pain lower, fever, dysuria, tuberculosis, headache, pain lower ribs, chest pain, pregnancy, threatened abortion, vaginal bleeding, vaginal itching, vaginal discharge, vaginal infection, skin rash, abscess, feeling bad, cellulitis and pid pelvic inflammatory disease. The patient complained of menstrual irregularity (since depo) but denied dysuria, pelvic pain, vaginal dryness and vaginal irritation denies bladder pain, denies frequent uti's, denies pelvic pain and denies vaginal irritation. Previously administered products included for an unreported indication: loestrin from (B)(6) 2008 to (B)(6) 2008 and depo-provera from (B)(6) 2000 to (B)(6) 2004. Concurrent conditions included kidney infection, unilateral carpal tunnel syndrome and dehydration. Concomitant products included citalopram, escitalopram oxalate (lexapro) since 2017 and valaciclovir hydrochloride (valtrex) from 2012 to 2017. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Lot #0ml9051207 is invalid. Lot number: 646531 manufacture date: 2009-06 expiration date: 2012-06 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of product technical complaint incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 646531) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included acne vulgaris, cystocele, pregnancy, live birth, spontaneous abortion, vaginal pain, vaginal irritation, concentration impairment, depressed mood, anhedonia, feeling guilty, suicidal ideation, urinary incontinence, depression, mood swings, sleep disturbance, urinary tract infection, hematuria and urethral intrinsic sphincter deficiency. The patient complained of menstrual irregularity (since depo) but denied dysuria, pelvic pain, vaginal dryness and vaginal irritation denies bladder pain, denies frequent uti's, denies pelvic pain and denies vaginal irritation. Previously administered products included for an unreported indication: loestrin from (B)(6) 2008 to (B)(6) 2008 and depo-provera from (B)(6)2000 to (B)(6)2004. Concomitant products included citalopram, escitalopram oxalate (lexapro) since 2017 and valaciclovir hydrochloride (valtrex) from 2012 to 2017. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Further company follow-up with the consumer, lawyer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received : event "she didn¿t undergo an essure confirmation test", concomitant drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.